Manufacturer narrative:
Insulin pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm anomaly or battery icon anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer declined troubleshooting. The customer also reported that the insulin pump had depleted battery life. The insulin pump will be returned for analysis.